Event description:
The customer reported they were unable to obtain an etco2 waveform or numeric during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 waveform or numeric during a pt event. There was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.